Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6)1998, product type: extension .product ID: 3387-40, lot# l52147, implanted: (B)(6) 1998, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. The caller reported a wire broke and the whole system had to be replaced a while back. No further complications were reported or anticipated.